Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, as the physician was torquing the accumax 200 laser fiber while holding it, the fiber cracked and broke. The fiber broke outside of the scope and outside of the patient. Energy was transmitted from a dornier laser set at 3.6 watts. The laser settings are unknown. As a result of the break in the fiber, the physician obtained a second degree burn to the pointing finger of his right hand. The appearance of the burn is red and a little larger than a pinhead. No treatment for the burn was required. The burn is healing. The procedure was completed with another accumax 200 laser fiber without any complications to the patient who is reportedly "fine" post procedure.

Manufacturer narrative:
(B)(6). The patient is reported to be over 18 years of age.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining and appeared unused. The fiber is broken 55.5 cm from the distal tip. Burn marks were observed at the break indicating that the fiber broke while in use.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, as the physician was torquing the accumax 200 laser fiber while holding it, the fiber cracked and broke. The fiber broke outside of the scope and outside of the patient. Energy was transmitted from a dornier laser set at 3.6 watts. The laser settings are unknown. As a result of the break in the fiber, the physician obtained a second degree burn to the pointing finger of his right hand. The appearance of the burn is red and a little larger than a pinhead. No treatment for the burn was required. The burn is healing. The procedure was completed with another accumax 200 laser fiber without any complications to the patient who is reportedly "fine" post procedure.